Event description:
A patient who was in the hospital for pneumonia, apparently got out of bed on their own and fell to the floor. This fall resulted in a hip fracture. The patient was alert and responsive, but somewhat confused. The "bed exit" function alarm was found not to work. Upon evaluation by the company representative, the bed exit sensors were found to be non-functional. The sensors have been replaced on this bed.